Event description:
It was reported that the patient was sore across the sacrum. Turning off stimulation did not resolve the issue. A revision was done and the generator was moved to the other side of the patient. No replacements. The patient appeared to be getting effective therapy.

Manufacturer narrative:
(B)(4).